Manufacturer narrative:
Patient information has been documented. 510k number has been provided. Ge healthcare investigation of this event was performed using information provided by ge healthcare field service engineer and logs from the system which showed that the total exam acquisition duration was of 31 min with a localized peak incident dose of 7.073 gy. System calibrations were within specifications. No system malfunction has been identified. The most probable root cause for this high dose exam is an inappropriate selection of protocol and exposure settings for an exam on a large patient. However, the settings were determined based on the physicianâs clinical judgment for the exam needs. Detailed dose reduction instructions are clearly provided in the innova operator manual. These instructions have been reviewed and found to be appropriate. Proper training was given to the customer on dose protocol during system installation. Even though the customer was already trained, gehc field service engineer strongly recommended a dose refresher training to the customer seeing the non-optimum selection of protocol and exposure settings for this high dose exam case, but customer denied any new training from ge healthcare. No further action is required at this time.

Manufacturer narrative:
Patient information was not yet provided by the customer this event is reported as serious injury whereas there is no actual injury on the patient because it is likely to result in a serious injury with regards to the amount of radiation received by the patient, and no system malfunction has been identified till now. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation is completed. (B)(4). 510k number will be provided in the follow up report. Device evaluation anticipated, but not yet begun.

Event description:
A patient received a high radiation dose during an exam that was performed on (B)(6) 2018. Patient received a localized peak skin dose of 7.07gy in the same body area. Neither radiation burn nor adverse effect to the patient has been reported by the customer.